Event description:
Patient was revised to address osteolysis, tibial loosening, and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event based on insufficient information and the unavailability of the products to examine. Based of the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.